Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged sore throat. There was no report of serious or permanant patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sore throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 13 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sore throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation during the investigation manufacturer observed an unknown dust contaminant on the top cover, inside of the iso port, pca, side panel, blower cap, right side assembly, blower, blower housing, and bottom enclosure. Observed white hairlike contaminant on the top cover, blower cap, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of the iso port. Using a known good humidifier, manufacturer observed that the heater plate did not heat up. Manufacturer observed j9 thermal failure. Inv0636 addresses the issue of thermal failure to the j9. Manufacturer observed a burn mark on the top cover from the j9 thermal failure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam.confirmed the was able to confirm the complaint of water heater not working likely due to j9 thermal failure, but not address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.